Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grip pin from the grips. The pin was not returned with the instrument. Grips were found to be very loose as a result. Grips and other components adjacent to the missing pin did not show damage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. Grasping task was being performed when the issue was noticed. The instrument was used for approximately an hour before the issue was noticed. The pin did not fall completely out and the staff pushed the pin back into place with another robotic instrument. The instrument was inspected prior to use with no damage noted. Upon final removal of the instrument the wrist was straightened. No photographic images of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure there was a screw towards the tip coming out of the prograsp forceps instrument. The procedure was completed, and no reported injury was reported.